Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed that the oxygen device had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. On (B)(6) 2023, the authorized service provider (asp) confirmed the reported check vent: oxygen device failed alarm (diagnostic code: 1111) was in the event log. It was determined that since the 1111 alarm occasionally occurs when flow, which exceeds the leak compensation ability, is generated when the circuit is in open status even if the device is in normal condition, no repair is required. Only periodic maintenance 2 would be performed at the moment. On (B)(6) 2023 the asp performed periodic maintenance, and no malfunction was found. A functional test of the device was performed, and again no abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).